Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Chest pain [chest pain]. Sweating [hyperhidrosis]. Passed out [loss of consciousness]. Shortness of breath [dyspnoea]. Fell [fall]. Hit her head [head injury]. Case description: spontaneous report was received on (B)(6) 2013 from a consumer regarding a female patient (reporter's mother), initials unknown, with arthritis. The patient's medical history was significant for an unspecified heart condition and overactive bladder. On an unspecified date, in (B)(6) 2012, the patient initiated treatment with synvisc injection (hylan gf-20), dosage regimen not provided, in an unspecified knee. The lot number of synvisc was not provided. On an unspecified date, about a week after the first injection, the patient experienced chest pain, sweating and shortness of breath while carrying groceries. The patient went to the emergency room and was admitted for observation where her electrocardiogram, blood tests and chest x-ray were normal. It was reported that the patient had a stress test for which she was not exerting herself. The result of the stress test was normal and the patient was subsequently discharged. On (B)(6) 2012, the patient received the second injection of synvisc and shortly afterwards, she passed out, fell and hit her head. The patient was taken to the emergency room. Action taken with synvisc was not provided. The outcome for the events of chest pain, sweating, passed out, fell, hit her head and shortness of breath was not provided. Concomitant medications were not provided. The intensity for all events was not provided.